Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had an unspecified call service alarm occurring on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2014 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings:a review of the pump history showed evidence that call service 052, 054, and 088 had occurred. The pump battery compartment and cap showed evidence of moisture contamination. The pump powered on successfully with the returned battery cap. The pump was exercised for 24 hours without power issue or call service alarms occurring. The pump was opened and moisture contamination was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.